Event description:
On (B)(6) 2020, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verio2 meter read inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on the customer care agent (cca) documentation. The patient reported that on (B)(6) 2020 at 7:18 pm, she obtained what she felt was an inaccurate high blood glucose reading of "444 mg/dl" with the subject meter. The patient informed the cca that she manages her diabetes with oral medication (metformin 700 mg three times a day) and insulin (20 units novolog after lunch; 20-30 units of toujeo before bed based on food intake). When she obtained the elevated result, the patient claimed she took an extra dose of 20 units of novolog insulin. The patient claimed she retested her blood glucose with the subject meter and obtained results of "427, 371, 307 and 373 mg/dl" at 7:28 pm, 7:43 pm, 8:11 pm and 8:30 pm respectively. The patient stated that she began to develop symptoms of feeling "weak, no energy, lost memory, confusion and can't talk" at 8:30 pm. The patient claimed her daughter contacted the emergency room for assistance and was instructed to take her to hospital. However, the patient stated she consumed food as self-treatment for the symptoms; symptoms which lasted 1 hour. She claimed she felt better after treatment and slept until 6:30 am the next day. Prior to when the alleged issue occurred, the patient claimed she tested her blood glucose with the subject meter on (B)(6) 2020 at 3:51 pm and obtained a result of "84 mg/dl." The patient stated she thought she could last until the evening meal but since she was carrying out physical work, she started "shaking" after the physical effort. She took 10 g of grapes and a juice as self-treatment for the symptom. At the time of troubleshooting, the cca confirmed that the unit of measure was set correctly on the subject meter. The cca noted the patient was testing with test strips that were stored correct and were not expired or opened past their discard date. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after taking extra insulin based on an alleged inaccurate high result obtained with the subject meter.